Event description:
A non-healthcare professional reported that patient interface with suction lost in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during canal cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified as the product was found to be within specifications. No corrective actions are required because there is no indication the product malfunctioned. This complaint has been reviewed and future data will be monitored for evidence of adverse trending of reported events and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).